Event description:
On same day as previously reported tvr thrombus was found at lcx which was treated with revascularization.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction, gi bleed). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction, gi bleed). (B)(4).

Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent implanted in the cx. Approximately 49 months post index procedure, the patient had an mi. Investigator has assessed that the event was not related to the device. Five days later, the patient suffered a gi bleed. The patient was hospitalized, a colonoscopy was carried out and the patient received medication. Investigator has assessed that the event was not related to the device. The patient recovered. Two days later, the patient was treated for the mi event and underwent a target vessel revascularization of the cx using a non-medtronic des. It is reported that the patient recovered.

Event description:
Investigator has assessed that the previously reported mi event was remotely related to the study device.